Event description:
On (B)(6) 2012, baxter technical support was notified of a patient event that involved the use of a baxter product. Subsequent to infusion of an IV bag, a patient was having difficulty breathing and was vomiting. The patient is at an unknown care facility. A family member called baxter on behalf of the patient because she reported the healthcare staff was not helping her sister. Baxter technical support advised the caller to call 911 if her sister's healthcare needs were not being addressed by the healthcare facility.

Manufacturer narrative:
Our technical support and quality assurance departments contacted the customer 6 times in total to obtain additional information related to this investigation. One of these attempts was successful and the reporter stated that the name of the facility where her sister is located was unknown but also that she was being relocated to another facility. The reporter had her sister's bag at the time she contacted baxter healthcare and also had the pharmacy information where the bag was compounded due to the bag label. The reporter no longer has the bag and was unable to determine what ingredients were inside the bag or any other details related to the event. In summary, the reporter stated that is unknown what caused the event. Although the exact baxter product is not known, the exactamix empty eva container is being used for submittal purposes. Through our investigation we have not been able to confirm that the baxter bag was related to the adverse event. We are filing this report due to our procedures to report adverse events that allege a deficiency with one of our products when becoming aware. If additional information is obtained in the future relating to this reported issue then a follow-up MDR will be filed at that time method: (B)(4) - esubmitter text word code: no testing methods performed (B)(4). Result code(s): (B)(4) - esubmitter text word: no results available since no evaluation performed (B)(4). Conclusion: esubmitter text word: unable to confirm complaint (B)(4).